Event description:
It was reported, by the patient, that she underwent a partial hysterectomy in (B)(6) 2012 due to fibroids and an absorbable adhesion barrier was used. The patient states that she has been having urinary tract infections every 2-4 months since the procedure and has also been having pelvic pain. She has not seen her surgeon at this time. The patient believes that the adhesion barrier used by her surgeon may have been part of a transvaginal mesh recall on television. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.